Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12370 - device 3 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 6 infusion set fell off events on (B)(6) 2024. The infusion set was in use for 2 days. No further information available.